Manufacturer narrative:
Evaluation summary: the reported complaint "in-vitro calibration error occurred and svo2 could not be measured" was not verified. An edwards electronic technician evaluated the optical module and found that the error code was failed svo2 incorrect drift. It was found that the value of svo2 was transferred incorrectly from one monitor to another monitor. Svo2 value was drifting 1% bigger than original value after transferred. The service history record was reviewed and all manufacturing requirements were met.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.